Event description:
On (B)(6) 2013, at the (B)(6), it was reported that during an ECMO procedure, there was blood leakage from the bottom of the the quadrox-I beq-hmod 70000 oxygenator (lot number 70084319). The oxygenator was replaced. There was no patient impact. (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed. The leak was caused due to shrinking fibers in the potting area of the oxygenator which allows the blood to flow out of the potting area and into the gas exhaust port by gravity. When the oxygenator was opened, 10 leaking fibers were found due to insufficient connection to the potting area. The development department was informed about the failure and and an investigation into root cause is in progress. (B)(4).